Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board required replacement to address the reported issues. The device was returned to the customer unrepaired due to customer declined repairs. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault and an error message (sf82) related to invalid hac response. There was no harm or serious injury reported as a result of this incident.